Manufacturer narrative:
The device has been received and is pending evaluation. The root cause is unable to be determined at this time. A supplemental report will be submitted following the device evaluation.

Event description:
Information was received that the nail stopped during the lengthening protocol. Per the reporter, the nail was moving inside the body part. No patient adverse event was reported.

Manufacturer narrative:
Corrected data: h6 (device code 4003 was previously submitted. The reporter has confirmed this event was not a migration issue, but a mechanical issue.)

Event description:
Additional information was received that "the thinner part is going inside the thicker part. It is loose."

Manufacturer narrative:
Visual inspection revealed no external damage to the returned nail. X-ray images of the internal components showed no damage and revealed the nail to be partially distracted. The nail was functionally tested and was able to distract and retract with the high-speed magnet tool and the external remote controller (erc). The maximum and minimum length were measured giving a total stroke measurement of 85.52 mm, which meets the 83.5±2.0 mm specification. Distraction force testing was measured at 276.85 lbs, which meets =180 lbs specification. With the information available, the reported failure mode could not be confirmed as the nail was found to be meeting specifications as part of this complaint investigation and nothing was found loose in the device. Review of the device history records indicated the unit met all required quality specifications and testing prior to product departure.

Event description:
No additional information was provided.